Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, minor scratched display window, cracked reservoir tube lip

Event description:
The customer reported via phone call that the insulin pump display screen is cracked and cannot read the screen. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.